Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain while the stimulation was on and it was "on a 7" and her back was the reason she had the stimulator. The patient reportedly had osteoporosis in her pelvic area and back. It was noted that the patient was still feeling stimulation, but that it would cut out once or twice a day for a split second. It was noted that this had been occurring for "about a month or so." It was noted that it "started out occasionally", but at the time of report it was once or twice a day. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.